Event description:
While priming machine with this tubing, venous side appeared to be "sucking", machine reading "low arterial pressure". Unable to proceed with priming procedure, lines changed, problem resolved.